Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on(B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 29 mg/dl. The customer reported being passed out for 5 hours prior to hospitalization. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer also stated that they are on medicare and they are only allowed one meal a day. It was also reported that the insulin pump alarmed but that there was no words displayed. No troubleshooting occured.